Event description:
A male pt contacted lifecor customer support to report that he was opening a can of tomato juice and accidentally got it all over himself, and the device. He continued to wear the device despite it being saturated in tomato juice. After about 10 minutes, he saw a bright flash from the display, heard a crackling sound, and blue gel was released all over himself. He stated that the alarms did not go off before the gel was released. He took the device off and called support. Support sent a pt services rep (psr) to the pt to replace the monitor, electrode belt, and battery packs.

Manufacturer narrative:
Manufacture date: monitor. Battery back - 09/2007, battery pack - 01/2008, electrode belt - 11/2007. Eval summary: device evaluations monitor, both battery packs, and electrode belt have been completed. The reported problem was confirmed. The monitor would not power up because the connectors on both the ca and defibrillator board had extensive contamination. Both the battery pack connector and the modem connector were heavily corroded. The root cause of the defective components was damage from the tomato juice. The monitor was repaired, retested and restocked. The battery packs and electrode belt were fully functional. The electrode belt did not have the gel blown. The battery packs were retested and restocked. The electrode belt was refurbished, retested and restocked. No adverse event occurred due to the defective monitor. The pt received replacement electrode belt, battery packs and monitor.